Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish any communication with her scs ipg using the charger and patient programmer. The patient lost stimulation therapy. The patient stated the ipg was last charged fully a couple of weeks ago. A sjm representative met with the patient and confirmed the patient's ipg was inoperable. In addition, the patient complained she experienced an intermittent burning sensation when the stimulation was on. The patient stated the ipg site was warm to the touch. Follow-up identified the patient's scs ipg was replaced with a new one and stimulation therapy was restored postoperatively.